Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted because the physician elected to upgrade this patient's system to a dual chamber ICD. Additionally, information also confirmed that the patient was undergoing chemotherapy and the physician waited until the treamments were complete to remove the device. During the replacement procedure, the device was unable to be interrogated; however, it was noted that the device had likely reached a battery status of elective replacement indicator (eri) and/or end of service (eos). No allegations of malfunction exist against this device during its service life. Initial testing by guidant's reliability assurance laboratory confirmed that this ICD was unable to communicate with a programmer.